Manufacturer narrative:
The event was reported to have occurred on an unspecified date reported as" the last two weeks". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.